Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Concomitant medical products: 110003619, g7 acetabular liner ceramic 32 mm f, 3230050. 010000664, g7 pps ltd acet shell 54f, 3790818. 192013, echo por fmrl nc 13 x 145 mm, 751010. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that a patient is experiencing pain that has limited daily activity. No revision has been reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.